Event description:
It was reported that: "patient present to the surgeon's office with hip pain. Xray showed possible implant fracture. Revision surgery accomplished and implant was in fact fractured.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.